Event description:
It was reported that prior to beginning the surgical procedure the customer experienced system error code #23017, while positioning a patient side manipulator (psm). The patient side cart breaker was reset, however, system error code #25588 was experienced during start-up. The procedure was converted to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineer concluded that the system error code #23017 experienced by the customer was associated with a patient side manipulator (psm) setup joint wire harness. The system was repaired by replacing the affected psm setup joint. The system alarm (system generated error code) functioned as designed, and there was no injury to the patient. The #23017 system error code appears when the davinci s safety system determines an electrical abnormality in the setup joint. System error code #25588 is a patient side cart (psc) sympathetic error to the #23017 error, which appears as a precaution to indicate that there is an issue with the psc. Upon determining these conditions, the safety systems put davinci s in a "recoverable safe state". The procedure was converted to open surgical techniques to complete the planned procedure. As of 2007, there have been no reported recurrences of the issue at this hospital.